Event description:
The "cath alarms" sounded from the pump. Blood was noted in the tubing and the iab was removed. A second iab was inserted into the pt. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: unknown - reported 7/21/1998.) (Pt's current status: unk - rpt'd 7/21/1998.)